Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a gastroenterology procedure performed in 2006, (patient gender, age, and weight are unknown).according to the complainant, the needle became exposed in the scope and damage to the scope was incurred. The needle was broken and would not retract. The experienced nurse using the device, insisted they did not push the needle out. The procedure was able to be completed with another of the same type of device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "satisfactory."

Manufacturer narrative:
The returned device was evaluated. The needle is partially exposed at the ceramic tip. The needle could not retract upon actuation; strong resistance was found. The distal end was disassembled and the hypotube/needle assembly was kinked 5.5 cm from the needle tip. The instructions for use state advance the injection gold probe through the endoscope using short, deliberate 2 to3 cm movements to prevent inadvertent damage to the catheter. During recreation of the failure the following was noted: if the catheter is advanced rapidly and the strokes of the hand are spaced more than recommended in the dfu, any resistance encountered during advancement, will cause a kink to occur. If the kink is severe enough, it will cause the hypotube to break.the needle is not broken, it is severely bent by the hypotube/needle assembly. Procedural factors may have contributed to the event and the root cause for the bent hypotube was not determined.DHR review showed no anomalies related to the complaint, lot met all specifications relevant to the complaint upon lot release.